Manufacturer narrative:
Event and therapy date are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-31406. It was reported that during a procedure to revise the lead (MDR-2020-37144) physician was unable to place the lead midline. Reportedly, the entire system was explanted, and the procedure was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.